Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and decreased sensing. Two attempts were made to reposition the lead; however, the helix would not make good contact with the tissue. The lead was removed and it was noted that there was tissue in the helix. Another lead was implanted. No patient complications have been reported as a result of this event.